Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported a frozen screen. The customer was not present at the time of the call. Advised the caller to have the customer call back for troubleshooting. Nothing further was reported.